Manufacturer narrative:
Per investigation by the manufacturing site: immediate cause: the surgical display detached due to a loose or incomplete mechanical connection between the display clamshell mount and the boom arm. Root cause: improper reassembly or insufficient torqueing of clamshell screws following prior maintenance or display replacement. Contributing factors included missing screws and fractured clamshell components, likely resulting from routine movement or improper handling during prior service. Contributing factors: third-party (getinge) boom mounting interface susceptible to vibration or torque loss if not fully tightened. The issue was resolved by replacing all broken clamshells and reinstalling all missing screws on the affected boom arm, and no further detachment or play was observed. Therefore, it is recommended that this complaint be closed without further investigation. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2025, a surgical display fell on a clinical staff member. No treatment was provided to that staff after the incident, and we were told that she is doing fine.